Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter stated that the pump seemed to be dispensing more insulin than intended. The volume of insulin in the cartridge allegedly appeared to have decreased more than expected. It was also reported that, given the large amount of sugar the reporter consumed in the morning, the measured blood glucose value of 92 mg/dl seemed low. The alleged blood glucose excursion does not meet animas¿ criteria for an adverse event; there was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.